Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with moderate calcification. An 8.0x59 mm ominlinke elite over the wire (otw) stent was advanced and resistance was noted with the guide sheath. An attempt was made to remove the otw from the guide sheath but it was stuck. Both the otw and the guide sheath were removed as a single unit. Upon removal it was noted that the otw stent was caught on the tip of the guide sheath. A covered stent was used to complete the procedure. There was no adverse impact to the patient. There was no clinically significant delay in the procedure. No additional information was provided.